Event description:
The customer reported that the unit was giving a defib failure cycle power message when attempting to charge.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.